Event description:
Representative from cecilia health reporting on behalf of the patient that the v-go has been falling off. The representative reports that the patient's mother said they clean the area with alcohol wipes and let it dry, before putting v-go on the patient's skin. Patient suffers from a muscular condition that might promote him in to bumping the device against something, but it is not known if that has been the reason for the devices to fall off. Patient lives in arizona and mentioned that is very hot right now, and that he might be sweating a lot. The exact dates are unknown but has happened several times and no information on how many hours the devices are worn before falling off.